Event description:
According to info provided by the surgeon's nurse, the pt expired in 2001. It was reported the pt had bacterial endocarditis and aortic valve disease. This valve was a replacement for a sjm toronto spv valve (spa-101-25) that was explanted due to endocarditis and resultant paravalvular leak. The cause of death is unknown at this time; however, add'l info has been requested.